Manufacturer narrative:
This report is submitted on october 28, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) at the abutment site and was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, the patient underwent skin revision surgery under general anesthesia (specific date not reported).